Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, when firing on the stomach, the stapler would not fire the reload when it was articulated. The handle was not squeezed. Another handle and reload were opened to resolve the issue. There was no patient injury.